Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received questionable ion selective electrode (ise) sodium results for multiple patient samples since (B)(6) 2014. Of the data provide for four patient samples, only the results for three patient samples were discrepant. Sample 1 initial result was 166 mmol/l, the repeat result was 138 mmol/l. Sample 2 initial result was 148 mmol/l, the repeat result was 136 mmol/l. Sample 3 initial result was 178 mmol/l, the repeat result was 140 mmol/l. The initial results were reported outside the laboratory. The issue was detected by the operator and the results were corrected. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was b51. The expiration date was requested, but was not provided. The field service representative found the rinse nozzle 5 waste tube had a hole in it at the base of the rinse mechanism. He replaced the waste tube and adjusted the rinse volumes. A precision test for sodium passed within specifications and the customer ran qc which was within the acceptable range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.